Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customer plugged the pump in to charge, and the pump turned on. The customer proceeded to load a cartridge when the pump again became unresponsive. The customer was uncertain if their blood glucose (bg) levels were affected and declined to test while troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, different issues were also found.